Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient's battery could not connect to the controller because the pins were broken in the controller. Controller was replaced. There was no reported patient injury as a result of this event. The controller, (B)(4), was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the returned controller revealed that the controller failed visual inspection as result of a damaged pin. The root cause of the reported poor mechanical connection was found to be a damaged pin in the power source connector, likely a combination of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller had bent pins within a power port that did not allow for proper connection of a battery. The patient was unaware how the damaged occurred. The patient stated that the controller alarmed and indicated for him to change the power source and it was then that he observed bent pins within the controller power port. The battery pins were observed as non-damaged. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was not reported patient injury as a result of this event.